Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a skin reaction that required medical intervention. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s mother reported a skin reaction from the overlay patches, stating there was a strong reaction after the chemical contact. No details of the symptoms were provided. The patient was seen by a physician and prescribed cortisone ointment. She was fine after 2 weeks. The event occurred 4 days after the sensor had been inserted. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.